Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's permanent implant procedure was abandoned due to a drop in somatosensory evoked potential responses (sseps) and motor response. After placing the paddle lead and accessing the epidural space with a malleable device, the neuromonitoring team noticed drops in sseps and motor response. The surgeon decided to remove the lead and performed a decompressive laminectomy around t8-10. The patient's sseps and motor response has returned.